Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
On (B)(4) 2013, an ocd field engineer(fe) arrived at the customer site and inspected all tip and plunger clamps. The fe tested the summit lld with splld test. The fe tested the summit functional operation with oas user software. All tests passed. Repairs have returned this instrument to expected operation.